Event description:
#Medwatcher #followup1 #fdamw5042238 #(B)(4) I just wanted to add that I had essure placed on (B)(6), 2013 and started having problems immediately. I am allergic to nickel and the same day these devices were put in my body I started having problems. I kept going to my doctor and the ER and my doctor kept telling me it couldn't be from the essure, I assured him that I never had these problems before he implanted these foreign objects in my body. After hemorrhaging for 4 months he said he would do a hysterectomy. I saw him for either a 1 or 2 week post op appt and he couldn't believe the difference. He said I actually had color back in my face and that he was glad to see me smiling because he hadn't seen me smile since before he put essure in my body.

Event description:
#Medwatcher #followup2 #fdamw5042238 #(B)(4) my hysterectomy was on (B)(6), 2014.

Event description:
(B)(4). I was implanted with a device called essure. I suffered with debilitating pain in my abdomen, pelvis, back, migraine headaches, severe bleeding during what were supposed to be normal cycle times, I hemorrhaged numerous times, I have a nickel allergy, I lost coloring in my face, I became a prisoner in my own body because I couldn't function, take care of my kids, take care of my house. I still have memory loss that I didn't have before having essure placed in my body. I ultimately had to have a hysterectomy because of this product and lost 7 months with my kids that I will never get back! I had numerous CT scans, pannels of bloodwork, xrays, ultrasounds, doctors appts, hospital ER visits (to which resulted in me being flagged, so now when I go in they won't treat me). I don't remember if I previously filed an adverse reaction report or not due to memory loss.